Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <2 months. Customer reports: broken plastic piece on the cartridge. Per visual inspection: broken off piece at the cartridge holder, missing dosing window and faded lot and dial numbers. Unit paired successfully to commercial app. Inpen received with leadscrew halfway of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage was confirmed.